Event description:
The customer reported that the paramedics were called and she was taken to the hospital due to low blood glucose of 20mg/dl, and the paramedics treated her blood glucose with glucagon. Troubleshooting was performed. The customer was not sure if she over delivered insulin. The programming was reviewed and found that the doctor went thru the settings and changed the sensitivity and basal rate. The reservoir was showing the same amount of insulin as shown on the status screen. The caller stated that the insulin pump was not exposed to a high magnetic field. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.